Event description:
It was reported that during an interrogation attempt of a pacemaker that had reached elective replacement indicator (eri), the patient went into a seizure. The patient recovered after interrogation was halted. No further information could be obtained after multiple follow-up attempts. The implantable pulse generator (ipg) was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.